Manufacturer narrative:
The event extended the procedure. No injury to the pt was reported. The complaint investigation included the analysis of the return sample. The bottom of the bag had separated from the product. The investigation concluded that the fabric had been penetrated or nicked during the surgical procedure. Such a cut in the fabric prorogate if stressed and leads to the tearing that was observed during the complaint investigation.

Event description:
During a procedure a bag broke at the seam then ripped the bag at the bottom.